Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The handpiece device was evaluated and the reported condition that the trigger button sticks and motor is sluggish was confirmed. An assessment was performed and it was determined that the device¿s trigger was sticking and has an unusual noise when running in forward and reverse. It was observed that the trigger was sticking, the guide sleeve for the trigger had corrosion, there was an unusual noise when running, an unknown liquid was found inside the electronic control unit (ecu), and the gearbox had corrosion. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during inspection it was observed that the trigger of the handpiece device was sticking and the motor was sluggish. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.